Event description:
It was reported that the customer was in the hospitalized recovering from a c-section, and the blood glucose was 16mmol/l. Troubleshooting was performed. It was stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, cracked display window corners, cracked reservoir tube lip, broken belt clip slot and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.